Manufacturer narrative:
H6 type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7; -11.00/+2.5/075 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reports the lens had decentered position, significant offset from the central axis. On (B)(6) 2024 the lens was exchanged with a same length but different axis lens and the problem was resolved. The cause of the event was reported as the device and noted "central flow was only extremely peripherally visible on the slit lamp".